Event description:
The mother of a pediatric/adolescent patient called to report sensor failed prior to double blood drop and blood and blood at the sensor site. The patient's mother contacted oncology, on or about (B)(6) 2013, regarding the bleeding because the patient also had leukemia. The insertion site looked like a red dot and bruise is a litter bigger that an eraser.

Manufacturer narrative:
The doctor of medicine (md) stated the patient to try another sensor, if it bled then the patient would need to see the md. The patient inserted and additional sensor on (B)(6) 2013 and the patient did not experience any bleeding. The patient's mother stated she was going to discuss the bleeding appointment on (B)(6) 2013 that was prescheduled prior to this incident. Alcohol swab was used to clean the blood, patient's mother applied pressure to the site with the alcohol swab. Dexcom technical support followed up with the patient's mother on (B)(4) 2013. The patient's mother said the patient saw the md on (B)(6) 2013, by then the insertion site looked raised, bruised, and red. The mother reported that the patient is doing well now and it cleared on its own. No other issues at this point.